Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump gave multiple occlusion alarms. The patient obtained blood glucose readings ranging from 91 mg/dl to 295 mg/dl, and experienced the symptoms of fatigue and frequent urination. The patient noted she changed the infusion set and infusion site with each occlusion alarm, and her blood glucose levels fell to normal range of 80 mg/dl to 150 mg/dl. Troubleshooting revealed no issues with the infusion site or infusion set, the patient's technique was correct, and the pump gave no occlusion alarm when priming. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the occlusion alarm issue, therefore this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed multiple occlusions alarms observed in the black box preceded by a rise in force. The total daily insulin delivery totals correctly reflected the user's programmed basal rates. The rewind, load and prime steps were performed successfully with no alarms. A force sensor calibration test detected correct force. A 29 hour flow accuracy test was performed and found to be delivering within the required specifications. During investigation, the battery compartment was found to be cracked and a battery compartment leak was found. The pump was opened and no further evidence of moisture was found. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.